Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 322 was not reproduced during evaluation however a review of the event history log identified system error 322 alarms. Evaluation performed switch testing and found that the upper latch switch and lower link switch were failing. The failing lower link switch was determined to be the assignable cause for the system error 322. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. The problem occurred during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.